Manufacturer narrative:
Device evaluation: the lens was returned to the manufacturing site and was inspected at 10x microscope magnification. The lens was observed cut in half and with one haptic distorted and broken. There is no issue with the other haptic. No detached haptics were observed in the returned lens. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected in the lens optic body. Based on the analysis of the returned lens, the condition of haptic damaged was confirmed, however, the condition of haptic detached was not. Confirmed. Manufacturing record review: the manufacturing process record was evaluated. There were no non-conformance reports (ncrs)/ deviations/discrepancies that were issued during the manufacturing process of the production order. The lens was manufactured and released according to specifications. A search in the database revealed that this is the only investigation request issued for this production order. Labeling review directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Based on the historical complaint review, analysis of the return lens, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: cartridge emeraldc30, lot number cb27222. First lens implanted and removed ar40m, serial number (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a bent haptic. Additional information was received and it was learnt that the iol, model ar40m, was implanted and removed. The surgeon implanted another lens, same model and dioptre, but the haptic distorted again so it was removed again with no patient injury. No incision enlargement and no vitrectomy was performed. The patient was sent home aphakic and will follow up with the surgeon. No complications post-op reported. No further information provided. This MDR is to report the second lens implanted and removed that led to the patient to be sent home aphakic.